Event description:
It was reported to me by ****** that on (B)(6) 2025 on our *****, bd item: 381437 was faulty: ¿IV angio catheter was attempted insertion under ultrasound guidance. Placement was confirmed via ultrasound and with blood in angio catheter chamber. Upon retraction of needle, the needle became stuck and split the catheter at the pink luer hub. No harm was done to the patient, as technique was pulling back on the needle, while sliding angio catheter into the patient.¿ no harm came to the patient due to expert nursing care. Additional questions you may have should be directed to ****.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a retraction issue was confirmed from the circumstantial evidence that was observed in the photograph that was provided for investigation. The photo showed a 20g insyte autoguard with the needle protruding through the IV catheter near the nose of the catheter adapter. 'Needle through catheter' was confirmed and the evidence of use indicates that the damage likely occurred during the insertion process. The blood residue in the catheter tubing between the needle puncture site and the catheter tip suggests that the IV catheter was able to access the vein. The reported retraction issue and needle puncture damage were likely associated; however, the root cause could not be determined without the physical sample. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.